Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported being in the hospital and needs to adjust her bolus wizard settings and carbohydrates ratio because she is taking steroids. Assisted the customer in making the requested change to her settings. The customer stated that her high blood glucose of 473mg/dl has being caused by the steroids she is taking. Two days later, the customer called back and stated that she is on prednisone and her blood glucose has gotten out of control. The customer stated that the insulin pump is functioning, but the medication is causing problems. The caller stated that she is in the hospital due to arthritis and they gave her a medication. Then the customer went into diabetes ketoacidosis and was treated with an insulin drip. The customer stated that she will be on medication for 4 to 6 weeks, but she is working with her doctor to adjust the basal rates to keep her glucose level under control. No further information was provided.